Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, there was a shorted +3.3v to ground connection. The cause of the shorted connection was an overheated esd 700 component in the distribution node pca. The cause of the overheated component was excessive current. The root was cause of the excessive current was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt failed functionality testing.